Event description:
It was reported that a patient received an expedium system implant in order to correct for scoliosis on (B)(6) 2013. The first post-operative appointment on (B)(6) 2013 showed no changes; however, during the second routine visit on (B)(6) 2013, a radiograph revealed that the correction had been lost. One caudal monoaxial screw showed slippage on the rod, and the patient underwent a revision surgery. During the revision, it was noticed that the locking cap was loose on the affected monoaxial screw, though the other caps appear to be unaffected. Two additional screws were added to the construct to prevent further loss of correction.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-10213 and 1526439-2014-10216.

Manufacturer narrative:
Visual inspection noted crease markings across the set screw surface indicating that the rod was fully seated and final tightened upon surface contact. A review of the device history record for the anterior monoaxial set screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the anterior monoaxial set screw was conducted the specific product code from this complaint as the product family does not exist for this device. It was noted that there were no related complaints associated with issues of this nature; of which there was no harm to the patient but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the anterior monoaxial set screw becoming loosened cannot positively be determined. However, visual evaluation of the device noted crease markings across the set screw surface indicating that the rod was fully seated and final tightened. Therefore, it is unknown at what point in the process this may have occurred. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.